Event description:
Medtronic received information that post implant of this 31mm transcatheter bioprosthetic valve a new left bundle branch block (lbbb) was noted, for which a permanent pacemaker was placed, resolving the lbbb. No other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the patient's weight was (B)(6) lbs.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product remains implanted and will not be returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conduction disturbances are known potential adverse effects per corevalve IFU and can be resolved with the implant of a permanent pacemaker. No other adverse effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.